Event description:
Reportedly, the instrument did not staple after it was properly locked and fired on tissue. A lower resection was performed with technical difficulties. Procedure. Low anterior resection. Pt sex: unk